Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet alerted the user from sleep for low glucose, with a fingerstick-confirmed nadir of 28 mg/dl after a prior meal announcement and carbohydrate intake during a night shift; the user treated with oral carbohydrates including juice, peanut butter crackers, pretzels, mango, and banana, and bag of pretzels at and meal announced usual breakfast. At the time of this meal announcement pt stated that their bg was at 300mg/dl and later reported a glucose of 64 mg/dl while continuing to monitor. Symptoms included symptomatic hypoglycemia. Outcomes included no medical intervention and no assistance required. Investigation included complaint intake, troubleshooting, and user education regarding potential overcorrection and treatment of hypoglycemia. Investigation of this case revealed hypoglycemia with cause unclear, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.